Manufacturer narrative:
(B)(6). Device evaluated by MFR.: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR. 2134265-2011-01242, 2134265-2011-01243, 2134265-2011-01244. It was reported that during a percutaneous coronary intervention (pci) procedure, a vessel dissection occurred. The concentric target lesion was located in a calcified ostial right coronary artery (rca). The physician placed the 3.5 runway guide catheter and a 185cm kinetix straight tip guide wire. An attempt was made to advance the 2.5mm x 6mm flextome cutting balloon catheter however, the catheter would not cross the lesion. The cutting balloon was switched out for a 2.0mm x 12mm nc quantum apex balloon catheter. The balloon was inflated multiple times. The quantum apex was then switched out and the same 2.5mm x 6mm flextome cutting balloon was advanced distal of the ostium. The balloon was inflated to 6atms on the first inflation and 10atms on the second inflation, for 36 seconds each. The cutting balloon was pulled back into the ostium and inflated to 10atms for 20 seconds. The balloon ruptured and a dissection was noted. The dissection was treated by implanting 3 non-bsc stents in the proximal and ostial rca. The patient was stable throughout the case. No patient complications were reported and the patient's status is fine.